Event description:
At the repair bench it was found that there was no audio from the speaker. It is unclear whether the device was being used on or off the network at the customer site. If the device is being used off network, in local monitor mode with no central station monitoring, and staff are not observing the device display, in the presence of life-threatening events when no sounds is audible, serious injury and/or death occur. There was no patient involvement. There were no reports of a patient injury or harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.